Event description:
It was reported to boston scientific corporation that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) with stone removal in the common bile duct performed on (B)(6), 2010 (patient's date of birth, gender, and weight are unknown). According to the complainant, the balloon was successfully pre-inflated. During the procedure, the balloon was used to cannulate, and failed to inflate once inside the common bile duct. The account reported that there was no damage noted to the balloon. The balloon was removed and the procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the investigation results; break in the catheter of the device.

Manufacturer narrative:
A DHR review was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaints database for lot 13187365 concluded there were no previous complaints reported for this lot. A visual analysis of the returned complaint device revealed there was no damage to the balloon portion of the device. Inflation was attempted and air was noted escaping from the catheter tip. The balloon was removed from the catheter and a severe break was noted under the balloon at the skive hole extending halfway around the diameter of the catheter. This caused an interlumen leak between the balloon and guidewire lumens. A stretch mark was also noted in the middle of the skive hole and four severe kinks were found in the catheter of the device. It was confirmed that the break in the catheter had not penetrated the balloon material or guidewire lumens. The most probable root cause is operation context, this failure occurs when procedural factors encountered during the procedure limit the performance of the balloon (e.g. Sharp exterior sources).